Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ in ck1 and ck4 and nl1. Patient reported discomfort during the injection but did not develop a hematoma. After five days, the patient reported significant pain, as well as mild atrophy and vascular involvement despite the pain. Hcp stated there was vascular compression since aspiration was performed, though no whitening was observed. The injections included 0.2 and 0.2 nl1. The patient was treated with audidem from isdin for 3 days and cacotin 30 mg for another 3 days. Symptoms are on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.